Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was the caller stated they think the implanted neurostimulators battery is dead. Caller stated they tried to charge the ins yesterday, and they were not able to pick up the ins or connect to charge. The caller stated the patient went in for an MRI on the weekend and they were able to put the ins into MRI mode and turn it back on after MRI mode. The caller stated the last time they were able to look at the screen the ins was 1/4 charged but as of yesterday they cannot connect to the ins. Patient services (pss) requested to put the charging equipment on to see what the screen showed but caller stated patient is not in a very good position right now to charge. The caller is going to call back in tomorrow. Pss reviewed overdischarge and suggested pt may need to have the ins restarted. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.